Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported there was no patient involvement.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part being returned for failure investigation (fi), no root cause could be determined.